Manufacturer narrative:
Device evaluation: g3, h2, h3, h6, and h11. Results of investigation: h3: despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible even though customer reported "blue screen" while they experienced this issue. Investigation will be continued under CAPA-000000994.

Event description:
Additional information received indicates that the unit was evaluated for further investigation.

Event description:
It was reported to vyaire medical that the ventilators blue screen occurred when the customer started up. When they tried to download the log and trend files in the workshop, this error no longer occurred, but the device is extremely slow and the following message of "device software application is not responding." Occurred several times. No patient involvement. The blue screen appeared while performing the start up, that¿s why we couldn¿t able to see any details on logs. Other than the reported blue screen they couldn¿t see any issues on the logs.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.